Event description:
It was reported that one end of the graft was implanted. Prior to completion of the procedure, graft was "tested" and is alleged to have leaked along the length of the graft. The graft was replaced and the surgery completed.